Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings:the battery cap threads were found to be damaged. There was no damage to the battery compartment. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
Follow-up #2 date of submission 04/24/2014-additional information:the battery cap could not be secured properly to the pump during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap was difficult to remove and could not be properly secured to the pump. It was reported there was no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.